Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for non-obstructive urinary retention and urge incontinence. It was reported that the patient would pass gas when rolling over at night. The patient stated that fluid would build up in his legs and they would swell until he had a catheter installed, then his swelling would go away. The patient also mentioned that he tried to urinate on his own after the catheter was removed yesterday but it was very intense and he had to have the catheter put back in. The patient noted that his feelings, when trying to go on his own, were like having a urinary tract infection (uti) or maybe swelling. The patient stated that his feelings were very intense and as if he were having prostate problems. There were no further symptoms or complications reported or anticipated.